Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:19:02. During night drain cycle five, the patient's ultrafiltration reading was 1218ml, indicating the home patient (hp) drained 1218ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1218 ml during therapy initiated on (B)(6) 2012, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event history log revealed the actual drain for cycle 5 was 3193 ml on (B)(6) 2012 at 9:16:04. The actual drain volume of 3193 ml is 159.7% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.